Event description:
It was reported that during an unknown procedure, the cartridge fell out of the device. It is unknown if the cartridge fell into the patient. Another device was used to complete the case with no patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged cartridge. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired, which indicates that the device's firing cycle was interrupted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. In addition, the cartridge was noted to be damaged at deck. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.